Event description:
A malfunction alarm was reported for a pump in norway. There was no adverse impact to the customer¿s blood glucose level. Technical support replaced the pump, and the customer planned to contact a healthcare provider to obtain backup insulin therapy.